Manufacturer narrative:
(B)(4). Applications support manager (asm) visited the account after the reported event. She observed no exhaust fan/external scrubber in laser suite. Discussed importance of a constant, stable room environment in laser suite with account. Discussed amo recommendations temperature between 68-72 degrees and humidity between 40-45. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that patient developed a central island after customvue lasik surgery that occurred on (B)(6) 2015. Pre-op manifest refraction in right eye -7.00 -2.25 x 027 (bcva) 20/20-. Post-op uncorrected visual acuity right eye 20/40- and bcva 20/25. A review of patient records found patient does not have central island but an uneven ablation however, etiology is unknown. During follow up with the account it was reported that patient is scheduled to be on-site on to discuss enhancement scheduled in (B)(6).

Manufacturer narrative:
On (B)(4) 2015, application support manager (asm) visited the account and provided support for creating prevue lens treatment. It was reported that in patient post op visit of (B)(6) 2015 surgeon performed wavescan adjusted manifest refraction on patient's right eye -0.75+0.50x105 bcva 20/25+. Surgeon stated visual acuity is 20/40, with prevue lenses. All pertinent information available to abbott medical optics has been submitted.